Event description:
It was reported that resistance occurred during retraction of the pta balloon. Upon removal, the balloon was partially detached from the shaft at the proximal end of the balloon. Another pta balloon dilatation catheter was used to complete the procedure.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device has not been returned for eval to date. The investigation is currently underway.